Event description:
It was reported that the unknown patient underwent a device explant procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the unknown patient underwent a device explant procedure due to unknown reason. Additional information was received that the ipg was nonfunctional. The ipg and paddle leads were explanted. The explanted ipg and paddle leads were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(6); batch: 7011011. Product family: scs-paddle leads-MRI: upn: m365sc8416700; model: sc-8416-70; serial: (B)(6); batch: 7012091.